Manufacturer narrative:
Evaluation summary; the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating the the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed in the deivce and it was tested functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was completed and the staples were noted to have the proper b-formed shape. A batch record review was performed and no naomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staple line was incomplete. The procedure was completed by hand-suturing. There was no pt consequence.